Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported coupling and or communication issues. Reviewed status of pocket wound and how it can affect recharge telemetry. Patient stated "pretty much from the start I can never recharge it to full". The noted that they had not been able to successfully charge the ins past 50% because they had to firmly hold the recharger against the ins pocket site in order to get 6 to 8 coupling bars. Patient stated it would take an hour to get a quarter-charge. It was reviewed that this falls into normal recharging time needed. Patient stated that they had tried recharging for up to 4 hrs and has not gotten higher than 50%. The following medical condition was reported: the patient stated that the ins is "sticking out", was "always sore" and can get caught on their pants at times. Patient also stated that their pocket site was red and purple and only fully healed recently. Patient stated that both their pocket site and incision site on her back weren't healed until (B)(6) 2012. They had thyroid cancer and that "made things take a long time to heal". They only realized the ins was sticking out in (B)(6) 2012 when they went to rehab because they were sober. There was a mention of experiencing acute pain in right leg and in the pocket site. They had difficulty walking. They were not able to exercise normally because right leg "just drags". There was leg weakness and motor weakness. Patient stated that they did not have strength in right leg and that "motor function is not there". The problems with the right leg started in (B)(6) 2012. Patient described being worried they wouldn't be able to turn off the stimulation, because they had been unable to turn it off before. On (B)(6) 2016 the patient reported that they replaced the implantable neurostimulator (ins) batteries "like crazy". They had already replaced three batteries since 2010. They had 3 or 4 stimulators. The batteries were supposed to last for three years but they get 1.5 years out of a battery. The patient stated that they used stim very high and heavy, that's why they do not last that long. On (B)(6) 2016 the patient stated that the first ins was a rechargeable one and it died and never worked. It was clarified that it never gave them a full charge. Their first rechargeable was implanted in (B)(6) 2010 and was replaced in 2012 with a non-rechargeable ins. The second ins was a non-rechargeable and implanted in 2012. Additional information was received from the patient clarified that their first implant must have been in 2012 as she was in rehab in 2010. They also mentioned that they had only had one rechargeable battery. Other relevant medical history includes spinal pain and degenerative disc disease/herniated disc pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that immediately when trying to recharge it would never connect using the belt. Pt said the ins battery stuck out and would not stay flat, after 1 hour of charging it would maybe charge to a quarter of a charge. Pt said it then died and would not recharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.